Manufacturer narrative:
One unused suspect device was returned for evaluation. The device was examined visually and contamination larger than the specification was found in the fluid path. The complaint is confirmed. The root cause is unknown. Corrective actions are in process.

Manufacturer narrative:
One device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The distributor reported that a foreign object was identified in the barrel of a non-sterile syringe during their initial inspection of received product. The device was not sent to a user facility.